Event description:
(B)(4). Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient fell and the incision area was sore and sensitive to the touch. The patient reported that they fell 3 months ago ((B)(6) 2016). The patient was advised to follow up with their healthcare professional regarding these issues. No outcomes were reported at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.